Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use as the issue occurred during first daily power on. Philips remote service engineer (rse) connected with the customer and confirmed that the system would not boot up. Upon troubleshooting, fse found low voltage in cr2032 on flexvision pc. The philips engineer performed maximizer upgrade. After which, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot. It stopped at 0:00. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.